Event description:
The complainant reported the patient, a 58 year old male, was on impella cp support due to mitral valve replacement and aortic valve regurgitation. While on support the patient was not on any anticoagulation due to bleeding from the bilateral groin, which was resolved. It was also reported that the patient continued to experience atrial fibrillation (afib). When afib occurred, the patient had a drop in pressure. Medication in an IV drip resolved the episodes of afib. The patient also experienced partial thromboplastin time. The patient was started on heparin.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.